Event description:
It was reported that the insulin gauge was inaccurate. The customer loaded a new cartridge and reset the pump to resolve the issue. There was no adverse impact to the customer's blood glucose level.